Manufacturer narrative:
Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure of a transcatheter bioprosthertic valve a new onset left bundle branch block (lbbb) was identified. Following the valve implant third degree atrio-ventricular block with asystole was also observed. A permanent pacemaker was implanted the day following the valve implant procedure. The event resolved 2 days following the valve implant procedure. The event was reported as causal to the valve implant procedure and the valve.

Manufacturer narrative:
Patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information indicated the atrial fibrillation was causal related to the procedure and transcatheter valve. Unspecified diagnostic testing was performed.

Manufacturer narrative:
Updated data: b5. D3. D4. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received which updated the outcome of the event to resolved with sequelae.

Manufacturer narrative:
Updated data: b5. A third paragraph was added. H6. Patient code was added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure of a transcatheter bioprosthetic valve a new onset left bundle branch block (lbbb) was identified. Following the valve implant third degree atrio-ventricular block with asystole was also observed. A permanent pacemaker was implanted the day following the valve implant procedure. The event resolved 2 days following the valve implant procedure. The event was reported as causal to the valve implant procedure and the valve. Additional information indicated that short temporary pacing post procedure was initially required for the asystole. Medication was not required. Additional information was received to report atrial fibrillation presented on the first post-operative day and resolved on the second post-operative day. No treatment was required.

Manufacturer narrative:
Product ID: {{l-evolutfx-2329}}; product lot/serial number: {{(B)(6)}}; product type: {{compression loading system}}; implant date: {{na}}; explant date: {{na}}. Product ID: {{d-evolutfx-2329}}; product lot/serial number: {{(B)(6)}}; product type: {{delivery catheter system}}; implant date: {{na}}; explant date: {{na}}. Updated data: b5, d1, d4, d10, h4. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information indicated that short temporary pacing post procedure was initially required for the asystole. Medication was not required.